Event description:
Inserted urinary catheter and noticed leaking. The hole was on the actual foley catheter tubing, not on the collection system tubing; therefore, catheter had to be removed and re-inserted. FDA safety report ID (B)(4).